Manufacturer narrative:
The investigation determined the service actions (cleaning the vacuum nozzle) resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer performed ise checks and a similar result trend was observed. The customer replaced the na, k, and cl electrodes but the issue was not resolved. The field service engineer (fse) found that during the ise prime, there was a suction issue with the vacuum nozzle. The fse cleaned the vacuum nozzle. The investigation is ongoing.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. The customer provided an example of discrepant results for 1 patient sample tested for na. The initial result was 149 mmol/l. The sample was repeated twice with results of 143 mmol/l and 143 mmol/l.